Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the relion insulin syringe 3/10ml 29g x 8mm plunger rod difficult to move. The following information was provided by the initial reporter: per owner reported the plunger rod is difficult to move.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2346760. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that 4 of the relion insulin syringe 3/10ml 29g x 8mm plunger rod difficult to move. The following information was provided by the initial reporter: per owner reported the plunger rod is difficult to move.